Manufacturer narrative:
(B)(6). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per evaluation of hand drawn photo: upon visual inspection of a hand drawing photo, the following was observed: the drawing shows four staples no properly formed. It is possible that the tissue is not evenly distributed in the device. Based on the drawing the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a lar, doctor was doing a sigmoidectomy end to end anastomosis using the 29 mm circular stapler. All necessary precautions were observed during the colo-rectal anastomosis. Doctor observed full closure of the anvil and base before firing making sure no other tissues are in between the anastomotic plane. Product was easy firing and releasing the lever during anastomosis. An audible fire was heard. A very nice snap upon full closure of the lever was felt. Doctor opened the anvil 30/180 degree turn to loosen tissue. Upon release of the anvil and pulling of the circular stapler, we noticed at the anterior wall that the staple lines were not closed completely - staples snapped once. Doctor sutured by hand the opened gap. No post-operative complications. Procedure was delayed by 30-minutes.